Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display on the centrifugal pump was garbled (incorrect format). The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.